Manufacturer narrative:
The field for section was not populated due to a technical limitation. Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the a stent was placed over the safe-t-j amplatz extra-stiff support wire guide and successfully deployed. The delivery system became stuck upon removal and could not be advanced or pulled back off of the wire. It was also noted that a "forceful" attempt was made to remove the wire, but it was stuck to the point that the wire began to unravel. The product problems did not result in any reported serious injuries to the patient.